Event description:
Pt underwent rotablator therapy to the ostial portion of his circumflex artery. In the midst of the procedure, the burr lunged approx 5 mm forward, then stalled. The interventional cardiologist made multiple attempts at passing multiple different guidewires past the area w/o success. The interventional cardiologist also took apart the back end of the rotablator catheter and inserted supportive guide catheters over the rotablator catheter itself. Multiple attempts using different catheters were performed w/o the ability to either advance or retract the burr. The pt was prepped and taken to open heart surgery for removal of the burr.